Manufacturer narrative:
One 72200755 twinfix ultrabraid 5.0mm suture anchor device returned. ¿the anchor broke after the medial row was established.¿ insertion device and suture were returned. The titanium anchor has been sheared. This condition is a symptom of excess rotational torque and force. The fractured anchor body is present but the hex is absent. A 2.5mm drill bit is recommended prep instrument for this anchor.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the anchor broke after the medial row was established, the anchor was removed by grasping forceps. The procedure was completed with a backup device with no delay or patient injury reported.